Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-05969, 2134265-2014-05968, 2134265-2014-06386. (B)(4) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2014, the subject presented for staged intervention of the right coronary artery (rca) with complaints of shortness of breath and was diagnosed with progression of coronary artery disease. At the time of event, the subject was taking aspirin and clopidogrel. Coronary angiography was performed and revealed 70% focal in-stent restenosis (isr) of the previously placed 3.00 x 38 mm and 3.00 x 20 mm taxus liberte study stents in proximal rca and mid rca. It was treated with balloon angioplasty and placement of 3.0 x 38 mm and 3.0 x 8 mm promus premier stents in overlapping fashion. Following post dilatation, residual stenosis was 0%. In addition, the 70% stenosis in distal rca was treated with balloon angioplasty and placement of a 3.0 x 20 mm promus premier¿ stent. Following stent deployment, a small distal edge dissection was noted which was treated with placement of an additional 2.75 x 8 mm promus premier stent. Following post dilatation, residual stenosis was 0%. An additional 80% stenosed lesion located in the mid 1st right posterolateral branch (rpl) was treated with direct placement of a 2.5x6mm promus premier¿ stent. The following day, the event was considered to be resolved without residual effects and the subject was discharged on aspirin and clopidogrel with a recommendation to follow up with the cardiologist in 1 week and primary care physician in 6 weeks.